Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. Thus the analysis is based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise signals with small amplitude and frequency on the rv channel which led to oversensing (see figure 1). Based on the characteristics of these signals it is reasonable to assume, that the noise resulted from an external source. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR. It was reported that there was noise on this rv lead.